Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number: 1627487-2019-04877, 1627487-2019-04878. It was reported that physician was unable to keep the lead in place during a trial procedure on (B)(6) 2019. As a result, the lead was discarded and the procedure was abandoned.

Event description:
Related MFR report number: 1627487-2019-04877, 1627487-2019-04878.